Event description:
The device has been explanted.

Event description:
Healthcare professional reported ¿deflation¿. This record is for the left side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported ¿deflation¿. This record is for the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed openings on posterior side assessed as surgical damage, observed delamination total of the valve (adhesive failure) and observed cracked valve seat diaphragm valve. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions.